Event description:
During a standard dental treatment, the handpiece got hot and burned patient on lower lip. Burn was across 1/3 of lower lip. Patient did not receive any medication for the burn. Dental office does not recall the name of the patient, hence it is not possible to supply further details related to patient data.

Manufacturer narrative:
The analysis did show that the bearings have been gritty and the bur slipped. As the handpiece has never been checked and/or repaired by kavo or an authorized dealer since the purchase in 2008 the fault is due to normal wear process. The user instruction states that the handpiece underlies a wear process and hence a functional and visual check has to be performed before each treatment to ensure that the product runs within specification. Reported due to the 2 year presumption rule.